Event description:
This rv lead was implanted on (B)(6) 2009. And was explanted on (B)(6) 2018. In a form scanned by medical records on (B)(6) 2018, it was noted, that the lead explanted with comments of dissatisfaction of product. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).